Event description:
It was reported that the patient came to the emergency room (ER) with a heart rate of 20 bpm and no pacing from their device. The device could not be interrogated and there was no magnet rate. The device was explanted and returned and new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.